Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: problem description (symptom): fiber optic cable not working properly action taken at site (diagnosis): check the unit found faulty final report: need to replace new one job completed: yes recommendations to customer: need to replace new one probable root cause: broken optical fibers, poor light cable alignment in jaw, residue on fiber tip, nonuniform light output use error intermittent electrical component contact in safelight circuit, reed switch assembly malfunction magnet missing from safelight adapter the reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light during procedure.